Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It met the requirements for siphon, pressure-flow, and preimplantation testing. It did not meet the requirements for reflux testing. It also did not meet the requirements for leak testing due to a tear in the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompany the device caution that handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components. The IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery the device was occluded. According to the report, the device was explanted. The report stated that there was no patient impact.